Event description:
Boston scientific received information that the field representative checked this patient and noted that both the right atrial (ra) and right ventricular (rv) lead's were programmed to unipolar pacing and sensing and were picking up noise, several inappropriate stored episodes were recorded. The field representative later spoke with the nurse and she noted that the lead safety switch (lss) had been triggered one year earlier on both leads. Upon further evaluation the field representative noted that noise was noted with pocket manipulation, however did not any effect on therapy. The patient is not pacemaker dependant, and both leads remain programmed to unipolar mode. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.